Event description:
Testing by the two tier system did not diagnose a case I lyme disease. I had four out of five igg western blot bands needed to be cdc positive. This is said by most doctors to be a negative result. Elisa negative. This was after a tickbite with a rash, not an em rash, and another documented coinfection babesiosis as well as many of the lyme symptoms. People who are refused treatment based on these faulty test will suffer permanent and debilitating symptoms, some will die.